Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective stimulation due to the leads touching, having high and low impedances and was unable to enter MRI mode. Surgical intervention took place on (B)(6) 2024 wherein the leads were repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.